Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the clip was used in combination with the rotatable clip fixing device during a polypectomy, the clip did not come off the sheath and was pulled while grasping the mucous membrane, resulting in heavy bleeding. The physician manually sutured the rectum, and the procedure was completed. There were no reports of further patient harm.

Event description:
It was reported the bleeding was visible from the anal side and was stopped by hand. Additionally, the facility tried to investigate why this happened by using a sponge with a hemostatic clip, the customer weakened the grip of the hemostatic clip and pulled the sheath while the clip was still gripping some of the flesh, but the sponge did not come off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to the initial with information inadvertently left out (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bleeding and the clip not releasing from the sheath could not be identified with the information received. The event can be prevented by following the instructions for use which state: "do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration." "Do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged." "Do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip." Olympus will continue to monitor field performance for this device.